Event description:
It was reported, the video system center had a b40 complete video failure error. It is unspecified when the reported issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: error ode e310 and the screen keep flickering based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "b40 error" was caused by a faulty of printed circuit board. In addition error code displayed are the results of corroded printed circuit board. Olympus will continue to monitor field performance for this device.